Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device self-test passed but failed on the report. Based on the information available, the root cause of reported issue was not able to be identified as the issue did not reproduce after another self-check. The device is working fine as per manufacturer's specifications after a redo of the self-check. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor passed the self-test but failed on the report. There was no reported patient involvement.